Event description:
A home pt reported minicaps to be dry and some with no pvp. The home pt noted some sponges having little betadine and some with white sponges. Per the home pt no pt injury or medical intervention was associated with these incidents.